Event description:
Reporter noted low phaco handpiece power during sculpting, followed by power surge with rupture of posterior capsule. Lens fragments in vitreous. Anterior vitrectomy performed. Posterior vitrectomy at another hospital on 1/2002. Va 20/30 prior to second procedure.